Event description:
Report received of no audible alarm. During preliminary MFR testing, the pump did not audibly alarm on the low setting. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no additional info was provided.